Event description:
It was reported that the pump battery was depleting rapidly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. No additional information was provided.